Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 55-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024, the patient reported having pain and swelling in her breast since the surgery which increased since the surgery. In the same report it is noted that biozorb implant is causing pain and swelling at this point in time. On (B)(6) 2025, the patient presented with complains of a mass in the area of the previous lumpectomy and in the upper posterior left breast. Patient also reported pain in the area. The mammography exam of the right side showed an area of fat necrosis related to the breast surgery and no modifications on the left breast. On (B)(6) 2026, patient was found with mastitis. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.